Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced poor contrast. Hence the lens was explanted and replaced with a monofocal lens in a secondary procedure. The clinical reason for explant was best-corrected visual acuity (bcva) 20/30, near visual acuity is better. Additional information was requested, but no further information is available.